Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the post implant visit, the patient's wound was oozing. The physician felt the wound was not infected. There was no bruising or hematoma at the site. The wound was cleaned and dressing changed in addition to initiation of antibiotics. The device remains in use. No further patient complications have been reported as a result of this event. It was additionally reported that the patient was brought back in for a site evaluation. The patient was started on a second course of antibiotic. The patient seen for consecutive days to have the area cleansed and redressed. The area has successfully healed. The physician noted that the probable cause was diabetes and living conditions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the post implant visit, the patient's wound was oozing. The physician felt the wound was not infected. There was no bruising or hematoma at the site. The wound was cleaned and dressing changed in addition to initiation of antibiotics. The device remains in use. No further patient complications have been reported as a result of this event.